Manufacturer narrative:
Concomitant products: product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 37754, serial # (B)(4), product type recharger; product ID 3708160, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 39565-30, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported the patient was experiencing a stabbing pain at his device site in the left abdomen which started all of a sudden a couple of days ago; the patient could not tell if it was a burning or stabbing sensation but it was unbearable. It was reported the patient felt like something was pinching. It was noted there were no known accidents or incidents related to the complaint. There were no changes to the patient¿s device pocket. It was also reported it hurt the patient to put the programmer antenna over the implantable neurostimulator (ins). It was noted the patient¿s ins was currently off. Additional information received the same day reported the patient experienced a shocking or jolting sensation at the implant site. The patient had not had therapy on for the past two days because when he turned it on he felt a shocking jolt and stabbing sensation. The implant pocket site was so sore to the touch that the patient could not apply his programmer to connect to his ins. It was noted the pocket site appeared a little red and swollen. The patient had contacted his surgeon¿s office. Additional information received approximately 1.5 weeks later reported the patient went the emergency room (ER) the date of this report. The ER physician did blood work which did not show something was wrong. The patient had an appointment with his implanting physician july 30. An x-ray was performed and they found the wire was separated from the stimulator. The patient saw a manufacturer representative the previous week that turned off the side where the lead was separated. Since then stimulation seemed to be going up higher in chest on the patient¿s right side and he could not turn it up very high. It was noted this went away if stimulation was turned off. Additional information received reported the patient still had concerns regarding his device or therapy but was working with his doctor and manufacturer representative. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.